Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time, there is no evidence to suggest the device was not manufactured to specification. However, the appropriate individuals have been notified and we will continue to monitor for similar complaints.

Event description:
A male with a history of hyperpiesia (on medication) and recipient of an aortic valve replacement, underwent aaa repair in 2007. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as prescribed. A stent was placed at right renal artery during the procedure. At completion of procedure, there was no endoleak observed. In the next day, intermittent lameness of left lower extremity had suddenly appeared. It was found out that left iliac leg was occluded. At approx 11 days later, femoral-femoral bypass surgery was performed and the patient recovered. At about 2 months later, the patient developed cardiac failure (unrelated to the zenith placements). In 2008, no adverse event was confirmed except the occlusion of left iliac leg. The patient has recovered.